Event description:
It was reported that while using a surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed; a second fiber was connected and the case was continued. At 157,471 joules of use, diminished tissue vaporization efficiency was observed from the second fiber. The case was completed using a third fiber. Pt outcome: "no harm to pt." This report is for the second fiber used.

Manufacturer narrative:
Fiber analysis: a radial fracture of the glass cap was found distal to the fiber/cap fusion zone; the glass cap/fiber proximal to the fracture was found to rotate independently of the metal cap. The glass cap distal to fracture remains attached to metal cap. The metal cap shows char and burnt detritus. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also cause forward-firing of the side-firing surgical fiber. The most probable root cause that contributed to this failure was suspected to be localized heat accumulation / user handling due to anatomical / procedural factors encountered during the procedure.